Event description:
New information received notes the patient received a vibratory alert due to the high, high voltage (hv) impedance. No programming changes were made by the clinician. The right ventricular (rv) lead was just being monitored.

Event description:
It was reported that the right ventricular (rv) lead's high voltage (hv) impedance was high.

Event description:
New information received notes the patient was asymptomatic. Programming changes to adjust the decay delay and threshold start were completed. There were no patient consequences.